Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no video on the monitors and the multi out needed to be replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that both monitors displayed black. The manufacturer representative when to the site and was able to replicate the issue. They confirmed that the fan on the multi-out was not working and there was no power going to the video splitter. No patient was present at the time of the event. The manufacturer representative (rep) indicated that both displays turned off, but the monitors were able to be turned back on after. The cause was determined to be that the biomed from the hospital connected two wires causing short. Unplugging those wires resolved the issue.

Manufacturer narrative:
Additional information: both displays turned off, but bother were able to be turned back on later. The probable cause was traced to the fact that the biomedical engineer from the hospital connected two wires in such a way that they caused a short. Unplugging those wires resolved the issue. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the multi-out. The system then passed the system checkout and was found to be fully functional. The power supply was returned to the manufacturer for analysis. Analysis found that, when standalone tested, no issues were detected and all the outputs measured normal voltages. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that both monitors displayed black. The manufacturer representative when to the site and was able to replicate the issue. They confirmed that the fan on the multi-out was not working and there was no power going to the video splitter. No patient was present at the time of the event. Both displays turned off, but bother were able to be turned back on later. The probable cause was traced to the fact that the biomedical engineer from the hospital connected two wires in such a way that they caused a short. Unplugging those wires resolved the issue.